Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer reportable malfunction was confirmed during inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to failure of the received module (rx). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera control unit had no image. The issue was found during preparation for use for a therapeutic cholecystectomy procedure. The facility finished the procedure with another set of device. Patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.